Manufacturer narrative:
The reported event was confirmed. A root cause could not be determined. The photo sample showed irrigation port being flush with a clear liquid and leaking at where the irrigation port met the diginishield catheter shaft. A potential root cause for this failure could be "incorrect adhesive application." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noticed leakage around the irrigation port when flushing the tubing with water. The dignishield was insitu while in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse noticed leakage around the irrigation port when flushing the tubing with water. The dignishield was insitu while in the patient.